Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument fired a white sureform 60 reload and bleeding along the gastrojejunal (gj) anastomosis was observed. The mesentery had a lot of vasculatures and which was also bleeding. No irregularities were noted to the tissue of the anastomosis. No issues were observed with the stapler reload or staples. The system did not display any error messages during the firing of the stapler. The surgeon did not encounter any clips, staples, or buttress material during the firing. No buttress material was used for the case. The surgeon was able to control the bleeding, which was unexpected, with several clips. This event caused a 15-30 minute delay in the procedure. The patient did not require any blood transfusions. No additional tissue was removed due to the bleeding. No holes or gaps were noted on the anastomosis. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the stapler logs for the stapler instrument used in this event and the following info was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k15240504-0650) was installed on the system 9 times and fired 9 white stapler reloads. On installs 1 and 9, the first clamp was successful, and the firings were each completed with 1 pause for compression. On installs 2-8, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.